Event description:
It was reported in receiving, the instruments were found in the sealed blisters where the protective caps had fallen off. The devices were not used in a procedure and were returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.